Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four non-penumbra coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through the middle of its introducer sheath and, therefore, the smart coil was removed. The procedure was then completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present approximately 10.0 cm, 58.0 cm, 105.0 cm, 146.5 cm and 171.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present throughout the embolization coil. An unknown substance was within the distal tip of the introducer sheath. The introducer sheath was undamaged. Conclusions: evaluation of the returned smart coil revealed offset coil winds and an unknown substance within the introducer sheath which partially occluded the distal end. If the introducer sheath is occluded, resistance may be experienced while advancing. If the device is forcefully advanced against resistance, damage such as offset coil winds will likely occur. The offset coil winds likely contributed to the resistance experienced during functional testing. Some of the offset coil winds may have also been a result of the returned condition. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the unknown substance found within the introducer sheath could not be determined. Further evaluation revealed bends and kinks along the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of the unknown substance found within the introducer sheath.